Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The customer is reporting on behalf of the patient that their bivona tracheostomy tubes had leak failures that were observed after insertion. There is no specific indication as to how long between placement and when the leaks were observed. An emergent tracheostomy change done for each observation of tracheostomy issues. No tracheostomy was used for more than 2 weeks before issue was observed. Please reference mdrs: 2183502-2016-01573, 2183502-2016-01574, 2183502-2016-01575, 2183502-2016-01576. That are also associated to these complaints.

Manufacturer narrative:
The reported 6.5mm ID customized flextend¿ tracheostomy tube was returned for investigation. A device history review, relevant to the reported lot, found no non-conformities. During functional testing, the device cuff was inflated with 15cc of air and submerged in water. It was observed that the cuff did not inflate and bubbles (indicating a leak) were found escaping from a pin hole in the tts¿ cuff at the distal end of the shaft. The pin hole resulted in the air escaping from the cuff and the inability of the cuff to inflate. Investigation was unable to determine the root cause of the pin hole in the device cuff. (B)(4).